Manufacturer narrative:
This is one event (cardiovascular) of four events reported for the same patient involving two separate products.

Event description:
The plaintiff's atty alleged that the decedent experienced cardiovascular events on unk dates in 2004, 2007 and 2010 and subsequently expired on an unk date after the use of the product.